Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the user was unable to restock because the item was not set for return. A technical support specialist (tss) advised the customer to inform the system administrator. The administrator could either waste the item or perform a cycle count to add the item back into the machine. The system functioned as intended and technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user issued a medication in error and attempted to restock it but were unable to do so. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.